Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged from the loader. Cartridge was removed and reloaded to loader carriage many times. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. However, a device history record review was performed for the standard cartridge raw material used to build the finished good and the seeds. These lot met all release criteria investigation summary: the sample used by the customer was returned, and during evaluation the sample operated as intended with no issues noted. Empty seed cartridge was returned from the customer and labeled as bio hazardous. Upon initial inspection, the seed cartridge gates closed properly. No spring protrusion was noticed on the backside of the cartridge. Plunger travel appeared fine. Twenty seeds were loaded into the cartridge and inserted into a quicklink loader. All 20 seeds dispensed as expected on cartridge with no issues noted. Therefore, the investigation is unconfirmed for the reported difficult to discharge seeds issue. The definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: g3 h11: h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a brachytherapy procedure, the seeds allegedly could not be discharged from the loader. Cartridge was removed and reloaded to loader carriage many times. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.